Event description:
It was reported that the pulse generator exhibited pauses and a lack of autocapture back-up pulses for non capture. The pulse generator setscrew was loose. The pocket was opened, and the setscrew was tightened.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.